Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the electrodes and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including ECG acquisition while manipulating the returned multi-function cable and ECG leads, performing a continuity test, discharging while benching, and defib cycle testing without duplicating any malfunction to the device. The pads that were used during the event were returned stuck together and were compromised but did pass continuity testing. Review of the clinical log confirmed when the electrodes were applied to the patient, the device responded with a "pads off" message that repeated dozens of times. The constant pads off prompt is a sign of poor coupling, as the impedance is alternating between valid and invalid so quickly that the "pads on" cannot be registered. The customer confirmed there was some form of prep performed; however it cannot be determined how effective the prep was. The electrodes used during the reported event were not returned for evaluation. It is noteworthy to mention coupling can be caused by multiple factors, including, but not limited to: application, patient condition, and patient preparation. Analysis of reports of this type has not identified an increase in trend.